Event description:
Revision surgery - the neck separated from the alfa ii stem.

Manufacturer narrative:
The original surgery was performed on (B)(6) 2008, followed by a revision surgery on (B)(6) 2012 to replace the modular femoral neck, unipolar offset sleeve, and 36mm cocr head. The second revision surgery was performed on (B)(6) 2013, approximately 13 months after. There is no information in this complaint regarding the patient's activity level, past medical history, and with the exception of the patient being obese; there is no pre/post operative information. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The root cause of this failure is limited in scope since the device was not made available for examination. Factors that can contribute to dissociation include: trauma, component positioning, prior revision surgery reducing the effectiveness of the neck connection, inadequate impaction force, and blood/fluid/debris on the taper surfaces prior to impaction. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.